Event description:
Alleged event: during an endoscopic gastrocentric resection the surgeon found that the clip cannot be ligated closely. Based on add'l info, the vessel did not continue to bleed, the clip did not slip off the vessel; it was the "feel" of the closure that prompted the complaint. The pt's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history for the product hemolok l clips 6/cart 84/box, lot #01m1300345 investigations did not show issues related to the complaint. The device sample has not been returned to the MFR for investigation at the time of this report. The MFR will continue to monitor and trend related events.